Manufacturer narrative:
(B)(4) updated: b4, b5, g3, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : remains implanted

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This was reported under the incorrect facility, the item number was given and it was found to be under another facility which will be reported on a different medwatch.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under the correct MFR.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-00523. Medical product unknown femoral. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right total knee arthroplasty and since then the patient has had a continual rash with sores and itching since his procedure. There is no additional information at this time.